Event description:
It was reported that the customer had high blood glucose levels of 427 mg/dl. The customer treated with a manual insulin injection. It was reported that the screen of the insulin pump froze during a bolus. The battery of the insulin pump was reinstalled to no avail. The customer reported a button error alarm from the insulin pump after the battery was reinstalled. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm or frozen display noted during testing. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).